Event description:
Customer's wife reported that her husband's freestyle flash meter was not turning on and he was unable to test. As a result he experienced feeling "funny, lightheaded and sweaty" and then "passed out". Customer's wife denies third party medical intervention and denies her husband took prescription medication. She reports him eating a peanut butter and jelly sandwich as well as drinking juice to help counteract the event. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
The product has been requested for investigation and a follow-up will be submitted once results are available.